Event description:
Bd tb syr-ned 1cc #9623; 27g 1/2, latex--free, patient has had several needles coming off the syringes during injection from 2 consecutive shipments. This never happened before with other kinds he had used.